Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The device jammed after a couple of firings. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected 3 clips and fed and formed 2 conforming clips. During functional testing, the instrument jammed once due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed the subsequent clips could be fed. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.